Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The patient received assistance over the phone from a technical services agent, where the patient paired their ipg to the patient controller of their second system containing more up to date software. Pairing was completed and the eri message did not appear. The device is providing therapy.